Event description:
When giving a first dose of the moderna covid-19 vaccine to an individual, it was noted that significant leakage occurred from the syringe/needle during the injection. The vaccinator used the smiths medical jelco hypodermic needle-pro edge 3ml 25g 1in needle with safety device. We believe the needle was not fully secured into the syringe, causing the vaccine to leak from the end of the syringe instead of being injected into the individuals arm. Because there was significant leakage, we consulted with our medical director and ID pharmacist and administered a repeat 1st dose on the individual. FDA safety report ID# (B)(4).